Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what is the lot number? Device return status: all answers above are unobtainable. Once there is any update, we will update the information. Investigation summary: one empty opened labeled winding former, a detached needle and a suture piece of product code: sxpp1a403 were returned for evaluation. Visual inspection was conducted on the returned device. After investigation of the sample short insertion was observed in the suture. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. In addition, the inspection of a needle-suture combination and four used needle suture pieces, the swage and attachment were noted to be as expected. Functional test was performed, and the pull force result were above the minimum requirements. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a unknown procedure on in on (B)(6) 2022 and barbed suture was used. During the procedure the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.